Manufacturer narrative:
The 3.0 x 12 mm xience v stent mentioned is being reported under this same MFR #.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 15 mm and a 3.0 x 12 mm xience v stents were deployed in 2009. Eleven days after the stents were deployed, the pt experienced angina, back pain, right side weakness and was diagnosed with stroke. On day twelve, the pt continued having chest pain and had elevated cardiac enzymes which were diagnosed as a non-st elevated myocardial infarction (nstermi). The pt had respiratory distress and was intubated and cardiac enzymes continued to rise. The pt became septic and died twenty days later. Although, there were no reported product malfunctions; the pt experienced and mi and later died. It could not be said for certain that the xience v stents did not cause or contribute to the mi or the death in this case. No additional event or pt info is available.